Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump small area on the bottom on their screen that looked like a green streak going through the screen. The customer¿s blood glucose level was 118 mg/dl at the time of the incident. Customer stated that area of missing pixels on their insulin pump. Customer stated that display was not returned to normal and insulin pump was neither dropped nor bumped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a cracked on the lcd window and missing segments or partial display due to cracked glass. Unable to perform the displacement test and self-test due to missing segments or partial display.